Event description:
The patient went for surgery on the (B)(6) 2014, previous mesh synthetic placed and had seromas and sinusse while mesh was in. The wound opened after 2 months, she then formed multiple abcesses after permacol. The complaint was only reported recently because there were several cases relating to this one. So the dr. Requested that we investigate that is this related to the product or is it the patient.

Manufacturer narrative:
(B)(4)